Event description:
It was reported that during puncture, the connectors for two kits of groshong PICC were not connected tightly and could be detached directly. The same problem occurred with a connector replacement. With another connector, the puncture was completed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following investigation elements were determined to be applicable and were completed as part of this investigation: ¿ complaint history review. ¿ DHR records. ¿ photo/video analysis. ¿ review of risk documentation. Based on a review of this information, the following was concluded: the complaint of difficulty connecting the two-piece connector is confirmed; however, the root cause could not be determined. One video of a groshong nxt clearvue was returned for evaluation. An initial visual observation of the video showed the distal and proximal connector pieces being attached and then detached. No damage could be seen on the sample in the returned video. Without the return and analysis of the physical sample, the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during puncture, the connectors for two kits of groshong PICC were not connected tightly and could be detached directly. The same problem occurred with a connector replacement. With another connector, the puncture was completed. It was reported this occurred with three devices. This report addresses the first device.